Event description:
The dentist reported that the implant mount stuck in the drilling stent.

Manufacturer narrative:
Upon visual inspection, it was found that this implant mount screw threads had fractured. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.